Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the femoral head from the stem. Upon opening the hip capsule, surgeon reported the existence of metallosis. There was excessive gray fluid in the capsule, and significant wear of the trunnion was observed. The stem, head, and liner were revised to a restoration modular stem construct with a ceramic head and mdm/ adm liner construct. Rep confirmed there are no allegations against the revised liner, and provided explant pictures and pre- revision x-rays.

Manufacturer narrative:
Reported event: an event regarding disassociation of the femoral head from the stem was reported. Upon opening the hip capsule, surgeon reported the existence of metallosis. The event of disassociation was confirmed through clinician review of the provided x-rays. Metallosis was not confirmed. Method & results -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray images confirm disassociation, need additional information; primary and revision operative reports, clinical and past medical history, and examination of explanted components. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the event of disassociation was confirmed through clinician review of the provided x-rays. Metallosis were not confirmed. The exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history as well as device lot information and return are are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the femoral head from the stem. Upon opening the hip capsule, surgeon reported the existence of metallosis. There was excessive gray fluid in the capsule, and significant wear of the trunnion was observed. The stem, head, and liner were revised to a restoration modular stem construct with a ceramic head and mdm/ adm liner construct. Rep confirmed there are no allegations against the revised liner, and provided explant pictures and pre- revision x-rays.